Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have no physical damage. The large hem-o-lok clip applier instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The large hem-o-lok clip applier instrument moved intuitively with the full range of motion in all directions. The grips opened and closed properly. The large hem-o-lok clip applier instrument also passed the clip test. The large hem-o-lok clip applier instrument was fully functional, and no product issue was identified. The instrument had multiple input disks cracked. Hairline cracks were found on input disks #6 and #7. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, the large hem-o-lok clip applier was not engaging. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information regarding the reported event: there was no harm or injury to the patient. The instrument was inspected prior to use with no noted damage. The issue occurred while the surgeon was attempting to clamp onto a vessel/tissue bundle with a large hem-o-lock clip. The vessel/tissue bundle was not greater than the specified diameter suggested by isi. The issue was resolved by using a backup instrument.